Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001822565-2016-03288. Examination of the returned femoral stem and related inserters confirms the reported device-device incompatibility. A kinective m/l taper stem was returned for evaluation. The stem is in excellent condition and shows no visible signs of damage. The dimensional analysis was 100% inspected and found to be conforming at the time of manufacture. Two stem inserters (lots: 62836819 & 62746647) were returned for evaluation. As returned, both inserters show damage to the blue sleeve. A functional test was performed with both inserters and the related stem (lot: 63161390). The inserter identified with lot number 62746647 functioned as intended. The inserter identified with lot 62836819 would not fully accept the stem-like due to the damage thus confirming the complaint for this inserter. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the 9mm kinectiv stem would not fit onto stem inserter. Attempts to obtain additional information have been made; however, no more is available.